Event description:
It was reported that the system's 9800's images were flickering and changing contrast making interpretation difficult. The procedure was completed without incident. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the video controller circuit board was defective and was replaced. The system was tested and found to be working as intended and placed back into service.